Manufacturer narrative:
Investigation summary: it was reported that a 68-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a smartablate¿ system rf generator and suffered a cerebrovascular accident (cva), sepsis, esophageal fistula and death. The patient had the ablation procedure in (B)(6) 2018. The procedure was completed successfully with no immediate consequences. Post-procedure, the patient presented to the hospital with cva symptoms, high bacteria count and sepsis. No medical/surgical intervention was provided. The patient died on (B)(6) 2019. Autopsy report revealed esophageal fistula. No error messages were observed on any biosense webster inc. Equipment during the procedure. The generator was used in power control mode at 50 watts. The overall time for ablation at the site of the injury was 10 seconds approximately. The last ablation cycle time at the site of the injury was 5 seconds. Esophagus temperature monitoring was used as modality to prevent esophageal injury. No excessive esophageal temperature increases were noticed during the procedure. No excessive burnings were applied in any spot on the posterior wall. The physician burned a little more than usual near right superior pulmonary vein (rspv); however, per the autopsy report, the esophageal fistula was located near left pulmonary veins. Upon further clarification from the customer, no service was required. No malfunction was reported. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no internal action related to the reported complaint condition were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, us catalog #: unknown, serial #: unknown; smartablate pump, us catalog #: m490008, serial #: (B)(4); lasso navigational catheter, us catalog #: unknown, lot #: unknown. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a smartablate¿ system rf generator and suffered a cerebrovascular accident (cva), sepsis, esophageal fistula and death. The patient had the ablation procedure in (B)(6) 2018. The procedure was completed successfully with no immediate consequences. Post-procedure, the patient presented to the hospital with cva symptoms, high bacteria count and sepsis. No medical/surgical intervention was provided. The patient died on (B)(6) 2019. Autopsy report revealed esophageal fistula. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No error messages were observed on any biosense webster inc. Equipment during the procedure. The generator was used in power control mode at 50 watts. The overall time for ablation at the site of the injury was 10 seconds approximately. The last ablation cycle time at the site of the injury was 5 seconds. Esophagus temperature monitoring was used as modality to prevent esophageal injury. No excessive esophageal temperature increases were noticed during the procedure. No excessive burnings were applied in any spot on the posterior wall. The physician burned a little more than usual near right superior pulmonary vein (rspv); however, per the autopsy report, the esophageal fistula was located near left pulmonary veins. The force visualization features used included graph, dashboard and vector. The parameters for stability used with the visitag module were 3mm, 3 seconds. No additional filter was used with the visitag. The color option used prospectively was time. The thermocool® smart touch® sf uni-directional navigation catheter was in close proximity to the lasso navigational catheter which was positioned in left superior pulmonary vein (lspv) and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. It was stated that no service was needed for the smartablate¿ system rf generator. The patient consequences of "cerebrovascular accident", ¿sepsis¿, ¿esophageal fistula,¿ and ¿death¿ were assessed as reportable under the thermocool® smart touch® sf uni-directional navigation catheter. The patient consequences of ¿esophageal fistula¿ and ¿death¿ were assessed as reportable under smartablate¿ system rf generator.